Event description:
A patient in (B)(6) was undergoing a dialysis treatment which included a cartridge blood line. During treatment an external leak from the chamber was identified. Treatment was temporarily stopped and restarted with a new blood line. The date of the event is unknown therefore the date in section b3 date of event is an estimated date.